Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence (specific date not reported). The patient underwent a skin revision surgery on (B)(6) 2022, in order to close the skin. The device was explanted on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report. This report is submitted on january 16, 2023.

Manufacturer narrative:
This report is submitted on december 28,2022

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator at the magnet site (specific date not reported). Explantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 06, 2023.